Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Right ventricular (rv) lead integrity alert warning occurred for increased sensing integrity counter (sic) and rv lead impedance variation in last 60 days on (B)(6) 2016. Sics went up to 34 (within 1 day) along with high rate-nonsustained episodes and evidence of oversensing . (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead for sensing integrity counter (sic) and a rise in pacing and defibrillation impedance. The lead was reprogrammed. It was later noted that the lead had dislodged, and a revision is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.